Manufacturer narrative:
Field is populated with the di number additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16711046 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was in the emergency room (ER) for infection at the pocket and lead site with symptom of oozing of puss from the site. It was stated that the infection was procedure related. The patient was prescribed bactrim. The patient underwent an explant procedure. No device malfunction was suspected.